Event description:
It was reported that the bd bactec¿ 9120 blood culture system produced 3 false positive results. Blood agar culture testing was performed with no growth present. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter, translated from spanish to english: "false positive results" "specify if performed for ivd or ruo testing. Ivd how many incorrect results were obtained? 3. What confirmatory test was performed to determine the false positive / negative result? Blood agar culture. No growth was present. Have any incorrect results been reported to physicians? No. If yes, have any patients been treated based on incorrect results? No. If yes, has the incorrect treatment caused any harm to patients? No. Additional information obtained: -after collection, they are not immediately delivered to the laboratory for incubation. This time is extensive and variable. -the head of the laboratory indicates that the volume of blood is not usually charged more than 10 ml. -in the comparative photo of the only remaining bottle with these results, a blood volume of about 5 ml is observed. -the user indicates that after the maintenance, when entering new bottles, the system does not assign consecutive spaces even if they are free, which seems strange ".

Manufacturer narrative:
H.6 investigation summary. A failure was reported on a bd bactec 9120 ( p/n 445570, s/n (B)(4)). Customer reported false positive issues on their instrument. Bd remote assistance discussed with the customer about the false positives. Continuous monitoring was done on the instrument and no abnormalities were found and no further false positives were observed. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Complaints for results issues are within statistical control for the month of january 2022. The upper control limit was not breached. Quality will continue to monitor the results issues complaints for bactec 9000 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmbactecinstraph rev 15 the potential risk of the reported failure mode is user inconvenience, which is an s1; reference row ID 1.7a.

Event description:
It was reported that the bd bactec¿ 9120 blood culture system produced 3 false positive results. Blood agar culture testing was performed with no growth present. The erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "false positive results". "Specify if performed for ivd or ruo testing. Ivd. How many incorrect results were obtained? 3. What confirmatory test was performed to determine the false positive / negative result? Blood agar culture. No growth was present. Have any incorrect results been reported to physicians? No. If yes, have any patients been treated based on incorrect results? No. If yes, has the incorrect treatment caused any harm to patients? No. Additional information obtained: after collection, they are not immediately delivered to the laboratory for incubation. This time is extensive and variable. The head of the laboratory indicates that the volume of blood is not usually charged more than 10 ml. In the comparative photo of the only remaining bottle with these results, a blood volume of about 5 ml is observed. The user indicates that after the maintenance, when entering new bottles, the system does not assign consecutive spaces even if they are free, which seems strange. "

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.